Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sensor and hand piece activated without influence of the staff.

Manufacturer narrative:
The reported (continuous activation) condition could not be confirmed since the unit was not returned for evaluation. The most probable root causes for "unintended energy delivered" condition can be associated but not limited to: 1. Probe short, 2. Button stuck on the firing position, 3. Fluid ingress, 4. Suction tube cut, 5. Button inadvertently pressed, 5. Damaged insulation, 6. Probe bender used to bend a non-bendable probe, 7. Console error, 8. User error. Since the reported unit was not returned for evaluation, a definite root cause cannot be confirmed. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the sensor and hand piece activated without influence of the staff.